Event description:
It was reported that during use leakage occurred past plunger with a bd discardit¿ ii 20 ml syringe. The following information was provided by the initial reporter, translated from german to english: leakage at the syringe plunger: liquid / propofol passes the stamper. It can not be guaranteed that the patient will receive the right amount of medication.

Manufacturer narrative:
H.6. Investigation: bd has been provided with a sample for catalog 300296 lot 1906187 to investigate for this record. A leakage through the plunger rod was observed. Bd determined a damage in the plunger rod by the evaluation of the plunger under magnification. As a result, bd was able to verify the reported issue. Bd concludes that the problem was produced because of a damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. H3 other text : see h.10.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use leakage occurred past plunger with a bd discardit¿ ii 20 ml syringe. The following information was provided by the initial reporter, translated from (B)(6) to english: leakage at the syringe plunger: liquid / propofol passes the stamper. It can not be guaranteed that the patient will receive the right amount of medication.